Event description:
It was reported that prior to this patient receiving radiation treatments, interrogation of the implantable device was performed. An automatic lead safety switch (lss) from bipolar to unipolar mode was identified on this right atrial lead. The switch occurred due to an out-of-range atrial impedance measurement of 2035 ohms. Additionally, atrial tachycardia response (atr) episodes were inappropriately stored due to oversensing and noise/artefact. The patient is atrial paced less than three percent; therefore, the rate response was programmed off to avoid unnecessary rate response. Follow up evaluation confirmed satisfactory impedance measurements in unipolar configuration. It was noted that this patient has a competitive atrial lead. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).